Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set device leaked blood all over the nurse and the patient. The following information was provided by the initial reporter. The customer stated: customer problem: the customer listed reports during attempted use, the bd vacutainer ® ultratouch¿ device leaked blood all over the nurse and the patient. Cardinal health was made aware on (B)(6) 2023.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 22-jan-2024. H6: investigation summary: material #: 367365. Lot/batch #: 3044752. Bd received 1 used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed. Additionally, 30 retention samples from bd inventory were evaluated by functional draw testing and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set device leaked blood all over the nurse and the patient. The following information was provided by the initial reporter. The customer stated: customer problem: the customer listed reports during attempted use, the bd vacutainer ® ultratouch¿ device leaked blood all over the nurse and the patient. Cardinal health was made aware on 10/26/2023.